Event description:
The customer reported that her olympus visera elite video system center had bent pins in the connection socket and was not displaying an image during the procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There were bent pints located in the video connector, compromising the connection, and allowing no image to come through. This component will require replacing. Additionally, the unit was still equipped with the old version software, it is recommended that this be updated as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in event description. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event occurred during procedure preparation. Reportedly, it was completed using another device from the facility's biomed. Patient overall outcome is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bent pins could not be determined. It is possible that the chipped pins or foreign object around them were hooked on to the socket in the scope video connector when connecting to the connector socket, or that the hooked video connector was inserted further, which pushed and bent the pins on the video connector socket. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿ important information ¿ please read before use. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.